Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a micra implantation interventional procedure. Reportedly, the suture did not detach from the o-ring. The device was removed from the patient manually. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the micra implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture does not release from the suture bearing or suture bearing opening too small or burrs. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.